Manufacturer narrative:
Manufacturing and sterilization records for bl5115-2, lot x4609 were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in switzerland reported that during phaco, the tip injected particles that looked like "plastic spaghettis" into the patient's eye. The sleeve was changed and the issue still occurred. The cassette was then changed and the issue resolved. The particles were removed with end gripping pincette. Most of the particles were removed however some very small particles remained in the eye. The procedure was extended by approximately 15 minutes with no additional anesthesia. The patient was okay after the procedure however on day one post op, the patient had corneal edema with no pain. Follow up post operative 5 day results everything was fine with the patient.

Event description:
Additional information: the patient is very happy with the operation. No pain. The corneal edema that was observed (post-op check-up) has almost completely subsided. Eye pressure of 22 mmhg (just above normal). Antibiotics were prescribed. The surgeon wanted to give him antibiotics anyway, as the patient has had endophthalmitis in the past.

Manufacturer narrative:
B6: additional patient outcome.

Manufacturer narrative:
A photo provided by the user facility showed what looked like white strand-like particles that have a ridged appearance. None of these particles were received for investigation. Twenty-six sealed bl5115-2 packs from lot x4609 were returned. The packaging was not damaged, and the sterility has not been compromised. Eight of the returned packs were opened for inspection and testing. One yellow irrigation sleeve contained a light-yellow colored particle on the inside of the shaft. In addition, the tubing was flushed with processed water, in an attempt to find the strand-like particles shown in the photo. One tube set did flush out a fiber-like particle. The particles found were not like the particles in the photo provided by the customer. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Particles were received and sent to the vendor for additional investigation. The vendor analysis indicated that the particles were not related to the production process. This investigation is complete.

Manufacturer narrative:
A test chamber containing a yellow irrigation sleeve was returned for evaluation. Microscopic examination found that the test chamber contains the strand-like particles. The particles originally obtained were sent to an independent testing lab. The particle was microscopically examined, photographed, and measured using a camera-equipped optical stereo microscope. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis of the particle indicated that the samples consists primarily of carbon, oxygen, and nitrogen. Lesser concentrations of iron and nickel were also detected. This is consistent with that of an organic fiber. Sample size prohibited further characterization of the organic material via pyrolysis/gas-chromatography. Source and origin was unknown. This investigation is complete.